Manufacturer narrative:
The insulin pump was received with no button response due to act, escape, up arrow and down arrow buttons were flat button dome. The connector was inspected and locked on the lcd board. Unable to perform any testing due to keypad unresponsive. The insulin pump had cracked battery tube thread, cracked reservoir tube lip and cracked case near the display window corner noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump up arrow button is very difficult to press. Customer's blood glucose was 511 mg/dl at the time of incident and treated with a manual injection. Troubleshooting for the high blood glucose could not be performed as the buttons did not work. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.